Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the cables on mega suturecut needle driver instrument were broken. The procedure was completed with no reported injury. On (B)(6) 2024, following the initial reporter responded stating that no further information was available. The issue was noticed during surgery.